Event description:
Patient was revised to address infection. Update (B)(6) 2015-pfs and medical records received. Pfs now alleges pain. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for pain and infection. All implants were removed and spacers were placed. Date of reimplantation is unknown. The head and liner are now being reported for the pain. At this time the pfs doesnt allege infection. It should be noted that the the stem implanted during the doi was competitor. The complaint was updated on:(B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.